Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were noted on the device. Technical support was contacted and found that fusion/pseudofusion was resulting in the pptwos. No intervention has been performed at this time. The patent is stable and will continue to be monitored.